Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Insulin was not observed exiting the cartridge tubing. Customer changed the pump supplies to resolve occlusion. Customer reported a dent in the back of the pump was cause of occlusions. Customer's blood glucose was 100-300 mg/dl. Customer reverted to using manual injections for insulin therapy.